Event description:
It was reported that this patient with tumor, female, (B)(6)-year-old, had a catheter placed under ultrasound on (B)(6) 2021. The catheter was inserted from the middle segment of the right upper arm into the basilic vein, with the tip in the lower segment of the precaval. 40 cm of the catheter was placed in the body and another 6 cm was exposed externally. The catheter placement operator has obtained the certificate on catheter placement, who is an IV nurse, co-chief superintendent nurse, had nearly 20-year experience in PICC catheter placement and had conducted more than 30,000 cases of catheter placement. After catheter placement, the patient received treatment with each session lasting around 4 days. At the intervals of treatment, the catheter was maintained at facility. From (B)(6) 2021 to (B)(6) 2022, the catheter was maintained once every 7 days during the treatment intervals on the order of doctor. During the maintenance period, no complications such as thrombus and catheter occlusion occurred and the catheter kept patent. The last infusion therapy was conducted on (B)(6) 2022. At that time, x-ray showed that no abnormality occurred and infusion was done without occlusion, no complication occurred. The patient returned home after completion of the therapy. The last catheter maintenance was done on (B)(6) 2022. On april 19, the patient received infusion therapy at hospital. Prior to therapy, routine x-ray was conducted to examine the catheter tip, indicating that a majority of the PICC catheter was located in the overlapped area of mediastinum, with one end at about 4.5 cm on the left side of the 5th flat thoracic vertebral body, and the other end at about the left side of the upper edge of the 11th flat thoracic vertebral body. After the addressing for securement was peeled away, the catheter was found ruptured around 2 cm beneath the insertion site. The vascular interventional department was immediately contacted to capture the catheter. This event was reported to the hospital as an adverse event.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw0837 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 4fr s/l groshong catheter. Usage residues were visible throughout the catheter, which was assembled with a two-piece connector. A complete break was visible several centimeters distal of the assembled connector. The distal fragment included the valve and tungsten plug. The break appeared regular and was perpendicular to the long axis of the catheter. A break was clearly evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the break. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) damage and material fatigue due to repetitive kinking. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that this patient with tumor, female, 48-year-old, had a catheter placed under ultrasound on (B)(6) 2021. The catheter was inserted from the middle segment of the right upper arm into the basilic vein, with the tip in the lower segment of the precaval. 40 cm of the catheter was placed in the body and another 6 cm was exposed externally. The catheter placement operator has obtained the certificate on catheter placement, who is an IV nurse, co-chief superintendent nurse, had nearly 20-year experience in PICC catheter placement and had conducted more than 30,000 cases of catheter placement. After catheter placement, the patient received treatment with each session lasting around 4 days. At the intervals of treatment, the catheter was maintained at facility. From november 2021 to april 12, 2022, the catheter was maintained once every 7 days during the treatment intervals on the order of doctor. During the maintenance period, no complications such as thrombus and catheter occlusion occurred and the catheter kept patent. The last infusion therapy was conducted on (B)(6) 2022. At that time, x-ray showed that no abnormality occurred and infusion was done without occlusion, no complication occurred. The patient returned home after completion of the therapy. The last catheter maintenance was done on april 12, 2022. On april 19, the patient received infusion therapy at hospital. Prior to therapy, routine x-ray was conducted to examine the catheter tip, indicating that a majority of the PICC catheter was located in the overlapped area of mediastinum, with one end at about 4.5 cm on the left side of the 5th flat thoracic vertebral body, and the other end at about the left side of the upper edge of the 11th flat thoracic vertebral body. After the addressing for securement was peeled away, the catheter was found ruptured around 2 cm beneath the insertion site. The vascular interventional department was immediately contacted to capture the catheter. This event was reported to the hospital as an adverse event.